Event description:
It was reported that the customer was hospitalized on (B)(6), 2015 due to low blood glucose levels (64 mg/dl). Reportedly, the pump is working as expected. Customer was treated through intravenous glucose and was released the same day.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd a supplemental form will be completed.